Manufacturer narrative:
Date rec¿d by MFR: 14may2019, date of report: 05jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer did not have the correct cable to obtain the diagnostic report. The fse recommended that the customer replace the valve and controller as a precautionary measure since the diagnostic report could not be obtained. The customer declined repairs. The facility has back-up units at their disposal. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer did not have the correct cable to obtain the diagnostic report. The fse recommended that the customer replace the valve and controller as a precautionary measure since the diagnostic report could not be obtained. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared an error oxygen valve liftoff failure. There was no patient involvement. Event date not specified: estimate used.